Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8101543, medical device expiration date: 2020-04-30, device manufacture date: 2018-04-11. Medical device lot #: 8106758, medical device expiration date: 2020-04-30, device manufacture date: 2018-04-16.

Event description:
It was reported that the needle of bd vacutainer® push button blood collection set did not retract when activating the safety and that the user stuck her finger after use on the patient. Report of dirty needle stick injury. Unknown use of medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the IV needle not retracting with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to the device's IV needle not retracting properly, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for non-retraction of the IV needle with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle of bd vacutainer push button blood collection set did not retract when activating the safety and that the user stuck her finger after use on the patient. Report of dirty needle stick injury. Unknown use of medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the needle of bd vacutainer push button blood collection set did not retract when activating the safety and that the user stuck her finger after use on the patient. Report of dirty needle stick injury. Unknown use of medical intervention.